Event description:
Customer reported, the table will not move side to side. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. No patient injury was reported.